Event description:
It was reported that suture placement with two proglide devices was attempted in a common femoral artery using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, during needle retraction the sutures of the two proglide devices broke. Additional proglide devices were used and placement of the sutures were successful using the preclose technique. The initial procedural sheath size and what the sheath size was upsized to was not specified. The evar procedure was successfully completed. Hemostasis was achieved using the pre-placed proglide sutures. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other proglide device referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The observed link detachment would appear similar to a suture break to the user; therefore, the reported suture break is confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.